Event description:
The customer called reporting that they were receiving error 4 messages on their freestyle meter. It was discovered during troubleshooting that the meter was in the wrong uom. The customer's meter is one that is designed to be switchable between mmol/l and mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error #s 0300, 0015 errors were found in error log. E3/ e4 errors with low battery icon were not observed. Caliberation parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.